Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included flank pain, ovarian cystectomy (right), sciatica and abdominal pain. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain / pelvic pain"), anxiety ("psychological or psychiatric problem: anxiety/mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and depression ("depression"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (hysteroscopy with d&c; novasure endometrial ablation). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, abdominal pain, anxiety, vaginal haemorrhage and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: received treatment for abdominal pain, menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2006: total bilateral occlusion (per pfs) (per mr) hysterosalpingogram: there are small catheters, which overlie the expected locations of the right and left fallopian tubes, otherwise no opacification of the fallopian tubes or free spillage from the fallopian tubes into the pelvic spaces is seen.. Pathology test - on (B)(6) 2010: endometrial curettings: proliferative endometrium. Negative for atypia, hyperplasia and malignancy. Normal endocervical glandular and metaplastic squamous epithelium noted. Ultrasound scan vagina - on (B)(6) 2007: impression: subserosal anterior uterine fibroid; on (B)(6) 2010: pelvic with transvaginal ultrasound right: multiple follicles visualized along with small cystic area. Measures 1.8 cm. Left: surgically removed. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 14-oct-2019: pfs and mr received: new events: abnormal bleeding (vaginal), depression were added. Pt of event psychological trauma was updated to pt anxiety. Case is upgraded from other event to incident. Reporter's information, medical history, historical condition, concomitant drugs, lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.